Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set leaked from the y-site. The set backfloowd up into the IV (intravenous) tubing due to a leak at the needleless adapter y-site nearest to the patient. Linezolid was promptly unhooked and IV was flushed with normal saline. A spectrum pump was used. This occurred during use. A new tubing was used to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: the actual device was discarded; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph showed a drop coming from the clearlink component. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.